Event description:
During a code, a wire came out of the posterior pad in a pair of the zoll resuscitation pads. One step CPR complete adult electrodes. The nurses were able to replace with a new set of pads during the first pulse check of the code. The pt regained a pulse and did not need to use the pads to shock, so no adverse outcome due to product failure, however we are not able to abstract CPR feedback from the defibrillator after the code because the pads were not in place.